Manufacturer narrative:
This MDR was generated under protocol (B)(4). Unique identifier is unknown. No product information has been provided to date. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. The product was received for evaluation. Visual and functional testing were performed. Upon inspection, the plunger assembly seal was removed/broken. The device's top case by the tube holders was cracked. The technician performed syringe tests on the 3 milliliter (ml) and 1ml syringes. There was an invalid syringe error found on both syringes during syringe test. The root cause of the reported issue was found to be that the customer assemble incorrectly on both timing plates inside of the plunger assembly. The technician reassembled the entire plunger assembly, performed syringe test and all functional tests, which the device passed.

Event description:
It was reported that the syringe plunger was not in place with 3 milliliter (ml) or smaller syringes. No patient injury was reported.